Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the distal end forceps cover to be peeling. Additionally, the bending section cover glue was cracked and broken elements after aeration. The evaluation also found water stains in the u- connector contact pins. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera ii ultrasound gastrovideoscope to olympus due to an ultrasound image issue (tranducer shadowing). Upon inspection and testing of the returned device, it was observed that the adhesive on forceps cover was peeling. This report is being submitted for the peeling forceps cover. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the event was likely caused by external force such as strong rubbing on the device during use including reprocessing or the device was likely detached due to aging. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.